Manufacturer narrative:
During a random MDR check conducted on october 1, 2024, an error was noticed. A follow-up is being initiated to correct it. D1 brand name corrected. D4 model number inserted in the correct field. D4 expiration date corrected.

Manufacturer narrative:
Batch review performed on 6 june 2024. Lot 2401464: (B)(4) items manufactured and released on 31-jan-2024. Expiration date: 2029-jan-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implant involved: liner: mpact 01.32.4048hc10a face-changing 10° pe hc liner ø40/f (k183582) lot 2401971: (B)(4) items manufactured and released on 12-mar-2024. Expiration date: 2029-feb-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At 11 days after the primary surgery, the surgeon performed a washout and revised the head and liner. The surgery was completed successfully.